Manufacturer narrative:
Device not returned. Ccds staff has been in contact with the hcp, explaining the decontamination process, the chemicals used (including sdss), provided a link to faqs for hcps as well as advised that some hcps air the bags of masks out prior to use.

Event description:
User reported odor was noticed up on opening the bag, and strong odor when put the masks on. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.